Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for unknown number of patients. The patient samples were tested using an alternate methodology and the results were within the normal reference range. The initial elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
After the incident the customer ran a system check and it failed due to imprecision. The field service engineer (fse) was dispatched to the site to investigate the event. The fse verified the instrument is functioning according to set specification. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 thru (B)(6) 2010 for additional reportable events.